Manufacturer narrative:
H.6. Investigation summary: bd received 100 samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gel smearing was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for gel smearing was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, gel smearing, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing occurred. There was no report of patient impact. The following information was provided by the initial reporter: gel problem it has been reported that the structure of the gel is disrupted and occludes the device sample probes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing occurred. There was no report of patient impact. The following information was provided by the initial reporter: gel problem. It has been reported that the structure of the gel is disrupted and occludes the device sample probes.